Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced persistent bleeding between the metal at the cuff post-op. The heartmate 3 was initially engaged with the apical cuff then the cuff was removed with unlocking tool after difficulty getting the tool to disengage the locking mechanism. The implant approach was via intercostal, bilateral thoracotomy. The pump engaged again but the patient continued to bleed around the pump. This is thought to be due to poor engagement between the pump/cuff. Additional information: the pump was not replaced and the bleeding resolved after umbilical tape was used around inflow cannula to secure the pump and apical cuff engagement and resolve bleeding. The patient is stable.

Event description:
Related manufacturer report number: 2916596-2020-03820.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of a blood leak between the apical cuff and the pump during implant could not be conclusively determined through this evaluation. It was reported that the patient experienced persistent bleeding between the metal at the cuff during implantation on (B)(6) 2020. The heartmate 3 pump was initially engaged with the apical cuff without difficulty and then was removed with the unlocking tool after difficulty getting the tool to disengage the locking mechanism. The pump was engaged again a second time, however the patient continued to have bleeding around the pump, thought to be due to poor engagement between the pump and the apical cuff. Per additional information from the account, the patient is stable. The bleeding between the apical cuff and the pump resolved after umbilical tape was used on the area where the apical cuff and inflow cannula meet. The patient is ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Additionally, review of the lvad final assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the report of a blood leak between the apical cuff and the pump during implant could not be conclusively determined through this evaluation. It was reported that the patient experienced persistent bleeding between the metal at the cuff during implantation on (B)(6) 2020. The heartmate 3 pump was initially engaged with the apical cuff without difficulty and then was removed with the unlocking tool after difficulty getting the tool to disengage the locking mechanism. The pump was engaged again a second time, however the patient continued to have bleeding around the pump, thought to be due to poor engagement between the pump and the apical cuff. Per additional information from the account, the patient is stable. The bleeding between the apical cuff and the pump resolved after umbilical tape was used on the area where the apical cuff and inflow cannula meet. The patient is ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5 ¿surgical procedures¿ (under ¿inserting the pump in the ventricle¿) states use a sterile surgical tool to unlatch the slide lock. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.